Manufacturer narrative:
The insulin pump was received with a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a cracked case near the corners of the screen. No blood glucose reading was given. Nothing further was reported.